Event description:
Pt underwent d&c and ckc procedure. Grounding pad placed on left thigh. When procedure was completed grounding pad was removed and pt had 1st degree burn under the ground pad. (Also see 1004554.)